Event description:
According to the information received, a customer reported a broken catheter and possibly more than one catheter in the package, which was partially open.

Manufacturer narrative:
The return of the device has been requested. The user reported the device was still available and would be sent; however, the device was only recently received and is awaiting examination. Without the benefit of examination and testing results, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the information received, the product was unused and there was no serious injury or required medical intervention. An addendum to this report will be filed upon device examination.